Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from a minicap. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a sponge fully separated from the cap through photo inspection. The reported condition was verified. The cause of the condition was due to mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.